Event description:
A discordant low magnesium (mg) result was generated by the dimension vista 1500 system for a single patient sample. The result was not reported out of the laboratory. The sample was repeated on a different system and the same system and both results were within expectations. The result of the retest was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant magnesium result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). The tsc analyzed the information and determined that the cause of the event is unknown. The tsc instructed the customer to replace the sample probe 1 and reagent probe 1, clean the server 1 drains and perform monthly maintenance. The customer then ran quality controls and a precision test. The instrument is performing within specifications. No further evaluation of the device is required.